Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing was observed on an episode for inappropriate auto-mode switch. Programming changes were made. No evidence of the original issue was noticed after the changes. The patient was doing well and will continue to be monitored.